Event description:
The customer alleged an intermittent audio alarm that was found after the customer had performed a pm and was doing the post pm testing and not on a pt. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the power switch and alarm kit as a precaution. He could not duplicate the reported event. The unit passed extended self testing. It is not verified that there was an intermittent audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.